Event description:
It was reported that the customer received a weak battery alarm from his insulin pump after a battery change. The customer's blood glucose level was 55 mg/dl, which he treated with glucose tablets. Standard troubleshooting was performed. The insulin pump functioned according to design. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.